Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the controller passed normal bench test and was not able to duplicate issue but the fault log on the controller was full of 0811 error codes which confirmed that there was an issue at one time. However, the underlying cause could not be determined.

Event description:
End user states that her chair has had the batteries replaced 3 times since she got the chair 3 years ago. She states that she used to be able to leave her house early in the morning and come home later in the evening and not even lose one bar. Now, she states, she is unable to use it for more than a few hours when it would "bottom out". She states currently she has to put it on the charger when she gets home so it lasts. Update: spoke to technician at (B)(6) and confirmed they are using sla batteries by "world wide battery". Customer was advised these are the incorrect batteries for this chair and are causing the issues because they will not charge correctly. Dealer has been advised invacare will send out u1gel batteries as a measure of good faith and cover the cost. The joystick was returned for evaluation. Per the evaluation, the complaint was not confirmed, as the battery gauge functioned properly and showed a normal battery drop when tested. The wheelchair was also returned with the replacement joystick. Per the evaluation, the complaint was not confirmed for a large drop on the battery gauge after the wheelchair was tested. However, the battery terminals were loose and the batteries tested weak during the load test, causing a drop in voltage after the chair was driven. Additionally, the right front caster was bent in and was binding.

Manufacturer narrative:
The product was returned for evaluation, however subsequent testing could not verify the complaint. The joystick was first returned for evaluation. Per the initial evaluation, the alleged issue was not able to be duplicated and the unit passed functional testing. However, the joystick was missing case screws and there was slight corrosion on the phonojacks. An expanded evaluation was performed. Per the expanded evaluation report, the complaint was not confirmed, as the battery gauge functioned properly and showed a normal battery drop when tested. However, the joystick was missing the cable connector clip, the middle two case screws, and the sd slot cover. There was also a foreign substance on the case top, around the mode switch, and on the phonojack nuts. The wheelchair was then returned with the replacement joystick. An expanded evaluation was performed. Per the expanded evaluation report, the complaint was not confirmed for a large drop on the battery gauge after the wheelchair was tested. The batteries had loose connections on three of the four terminals and the batteries tested weak during the load test, causing a drop in voltage on the joystick after the chair was driven; however, the drop was not enough to cause the battery gauge to go down. Additionally, the joystick was missing the inductive knob and skirt and the sd slot cover was torn off. Also, the right front caster was bent in and was binding. The wheelchair was then evaluated for repair. Per the itemized repair statement, the front caster fork was bent, so the forks were replaced along with the caster wheels and bearings. Additionally, the batteries and harnesses and charger were replaced. The joystick was also repaired. Should additional information become available, a supplemental record will be filed.

Event description:
End user states that her chair has had the batteries replaced 3 times since she got the chair 3 years ago. She states that she used to be able to leave her house early in the morning and come home later in the evening and not even lose one bar. Now, she states, she is unable to use it for more than a few hours when it would "bottom out". She states currently she has to put it on the charger when she gets home so it lasts. Update: spoke to technician at movin'on mobility and confirmed they are using sla batteries by "world wide battery". Customer was advised these are the incorrect batteries for this chair and are causing the issues because they will not charge correctly. Dealer has been advised invacare will send out u1gel batteries as a measure of good faith and cover the cost. The joystick was returned for evaluation. Per the evaluation, the complaint was not confirmed, as the battery gauge functioned properly and showed a normal battery drop when tested. The wheelchair was also returned with the replacement joystick. Per the evaluation, the complaint was not confirmed for a large drop on the battery gauge after the wheelchair was tested. However, the battery terminals were loose and the batteries tested weak during the load test, causing a drop in voltage after the chair was driven. Additionally, the right front caster was bent in and was binding.